Event description:
According to the reporter, during mastectomy, the device was not sealing adequately and as it normally done. Rebooted the generator and tried another lf2019 with the same inadequate seal. There was no regrasp alert but with an end tone and energy delivery. The procedure completed with a bovie pencil, clips and suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.